Event description:
On (B)(6) 2011, an eye care professional (ecp) reported to a (B)(4) sales rep that a pt who wore 1-day trueye narafilcon a contact lenses (narafilcon a prod is not marketed in the u.s.), experienced a medical adverse event. On (B)(6) 2011, the pt was contacted and provided add¿l info. The pt reported experiencing a stinging sensation in the od while wearing a lens on (B)(6) 2011; the stinging did not resolve after the lens was removed. The pt reported presenting to a hosp ophthalmology dept the same day and being diagnosed with ¿suspected acanthamoeba keratitis¿ od. On (B)(6) 2011 the ecp, who initially treated the pt, confirmed the pt presented (B)(6) 2011 with c/o tearing and stinging od x3 days after contact lens was removed. Injection was present and an infiltrate was noted at the superior limbal cornea od; cravit drops 3 times / day were prescribed. The pt was utilizing a daily wear schedule, discarding the 1-day trueye lenses on a daily basis and denied contact with water while wearing the contact lenses. F/u (B)(6) 2011: ¿infiltration was detected at superior limbal cornea. Medication: cravit 3 times/day ineffective.¿ f/u (B)(6) 2011: ¿opacity extended to the center of cornea. Infiltration at superior limbal cornea worsened.¿ tobramycin and bestron drops were prescribed 4 times/day od. F/u (B)(6) 2011: the symptoms became worse, the ¿focus of the disease at the central cornea reached to endothelium¿ and ¿spread radially.¿ the ecp suspected a fungal or an acanthamoeba keratitis infection; the pt was referred to second hosp for add¿l eval and treatment. On (B)(6) 2011, the treating ecp at the second hosp provided add¿l info. The pt presented on (B)(6) 2011, was diagnosed with acanthamoeba keratitis (initial phase) od after a ¿clinical finding and scratched lesion, amoeba cyst was detected by smear microscopic test. Culture: negative, pcr: positive, replicated to high copy numbers.¿ va od: 0.5 (20/40). The pt was prescribed stericlone (chlorhexidine) eye-drops 1 hour/day, pimaricin aye ointment 5 times/day, the cravit and tobramycin drops were discontinued. F/u (B)(6) 2011: od ¿improved even though inflammation remained.¿ ¿eye-drops and ointment continued.¿ f/u (B)(6) 2011: od ¿almost recovered.¿ va od: 1.0 (20/20). ¿drug toxic spk confirmed, stericloned 2 hours/day, pimaricin eye ointment ¿ 3 times/day.¿ f/u (B)(6) 2011: od ¿recovered, scarring.¿ va od: 1.2 (20/20+). D/c pimaricin ointment, continue stericloned drops 6 times/day until next f/u. F/u (B)(6) 2011: the ecp ¿discontinued all the medications since no evidence of infection was confirmed and lesion on cornea became scarred.¿ the ecp requested to see the pt for final f/u visit ¿around the end of (B)(6)¿ a lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5312090503, was produced under normal conditions. Twenty-two sealed blisters were returned for eval. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet co standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. As part of our ongoing investigation, ten lenses were tested for decanoic acid levels from returned prod associated with the event. The actual lens associated with the event was not available for testing. The results of testing found the ten lenses did not contain a high level of decanoic acid. If add¿l info is received, will report within 30 days of receipt. (B)(4).